Manufacturer narrative:
One first PICC catheter was received for evaluation. An extension set and injector cap was attached to the returned catheter. A 3 ml syringe was returned with the catheter. The catheter was flushed and leakage was detected between the 2nd and 3rd centimeter marking. Potential contributors to catheter leakage include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. These can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. The complaint may be related to the handling of the device in the field. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Manufacturer narrative:
The evaluation of this issue is in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
User reported on (B)(6) that one of the argon 26g piccs ¿cracked¿ last night ((B)(6)) and that they had 2 prior incidents of the same type. The complainant only mentioned that the incidents occurred when running tpn and lipids.